Event description:
It was reported that cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. A 31mm wds was deployed in the laa of the patient. After one (1) partial recaptured and five (5) full recaptures the physician made the decision to attempt a 27mm wds. The new 27mm was deployed in the laa of the patient and all release criteria was checked. After all release criteria was checked the physician released the closure device in the laa of the patient. At this same time, the patient's blood pressure dropped, and it was noted that the patient had a perforation resulting in a pericardial effusion. The physician performed a pericardiocentesis to treat the effusion. The patient received blood after the pericardiocentesis. The drain was left in overnight while the patient remained under observation. The patient made a full recovery from this event and has since been discharged from the hospital.